Event description:
It was reported on (B)(6) 2026 that the patient¿s infusion set cannula assembly became fully detached during preparation.

Manufacturer narrative:
E1: name: ypsomed ag country: switzerland street: weissensteinstrasse 26 city: solothurn zip code: ch-4503 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380